Event description:
Pursuant to info received from the physician, the pt was implanted with a prosthesis on 7/8/94. Subsequently on 11/1/94 the physician noted that the device had migrated and removed it on 12/13/94. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.